Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process, although the customer's blood glucose (bg) level was not impacted by the alarm 19. The customer reported bg level was 292 mg/dl which was address with a correction bolus via the pump. The customer had recently eaten food and was not surprised by their bg level. Customer confirmed that bg level was unrelated to pump or supplies. It was indicated that the customer was able to load a cartridge successfully, and had manual insulin injections available if needed.